Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter systems the needle would not separate from hub after insertion. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. DHR review was performed on lot number: 8214832; the lot number was built / packaged on nfa line 1 from 05aug2018 thru 10aug2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Conclusion(s): the defect failure to decouple; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter systems the needle would not separate from hub after insertion. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.